Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Pasl-mec-clm6 is out of neutral and the chair is driving without commands given. The dust cover was allegedly not on the unit and may be the reason something got down inside the lip control. Display bracket needs replaced as well. Bracket caused the display to droop.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the vertical rod / clamp assembly is very loose and sloppy, which confirmed the original complaint issue. This was possibly from excessive use. Not a manufacturing defect. However, the underlying cause could not be determined.

Event description:
(B)(4) is out of neutral and the chair is driving without commands given. The dust cover was allegedly not on the unit and may be the reason something got down inside the lip control. Display bracket needs replaced as well. Bracket caused the display to droop.